Event description:
While the consumer was using a raised toilet seat, she used the right arm bar only to get up from the commode, when the seat allegedly swung sideways causing the consumer to fall and break her elbow.

Manufacturer narrative:
User reportedly was transferring out of her device and fell resulting in a broken elbow. Past history with similar products indicates that user instability and sudden/improper device loading is the most likely cause of this incident. Product has not been returned for evaluation at this time, so it is unknown if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed based on alleged serious injury.